Event description:
Pt had erythema and purulent draining from the surgical wound approximately two weeks post achilles lengthening repair with orthadapt augmentation. The pt was treated with intravenous antibiotics. The graft was removed four weeks post repair.

Manufacturer narrative:
Culture reports were requested to help with the case investigation; however, they were not provided. As a result, the pathology finding of a possible infectious process could not be confirmed. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. The case assessment based on the provided information identified the likely cause of the event to be an infectious process; a link between the reported event and the graft was not identified during the case assessment.